Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the device to have failed the leak test. The se replaced the circuit and the leak test passed. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 generated a circuit disconnect alarm. The ventilator was not in use on a patient at the time of the reported event.